Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a total of ten incident lot samples were returned from the customer for investigation purposes. All ten incident lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the ten incident lot tubes returned from the customer prior to sample collection. No difficulties were encountered during sample collection and all incident and control lot tubes appeared to exhibit proper fill with potassium chloride (kcl) solution. Glass breakage was noted in one customer sample tube following centrifugation. Glass breakage was not observed within the remaining nine customer and one control lot samples. This complaint is confirmed with regards to glass breakage during centrifugation. Conclusion: confirmed. Ten customer samples were evaluated during this clinical investigation. Nine out of ten customer and control lot samples performed as expected during the clinical investigation. Glass breakage was noted in one customer sample. This is the first complaint reported with regards this lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (glass breakage during centrifugation) mode because the defect was evident in the testing of the customer samples. This incident and lot number will be monitored for future occurrences. This complaint is confirmed with regards to breakage during centrifugation. (B)(4).

Event description:
It was reported that 3 of 6 tubes of 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke in the centrifuge during use. No injury or medical intervention.